Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had button error and louder grinding sound. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that there were scratches on insulin pump and it was harder to read. Customer reported that battery had to change once in awhile and light was dimmer. The insulin pump will not be returned for analysis.